Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735559, serial/lot #: (B)(4), ubd: 04-nov-2022, UDI#: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used in a soft tissue ablation (neuro) procedure. It was reported that the pump tubing kit was leaking. The leakage occurred in the connector of the cooling line of the extension tube. The probable cause was thought to be the design. The next step was to replace the pump tubing kit. There was less than an hour delay in the case. No impact on patient outcome.